Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2018. 5076-45 lead, implanted: (B)(6) 2016. Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient bent over to tie a shoe and then experienced jumping in the stomach. Phrenic nerve and diaphragmatic stimulation were noted, along with left ventricular (lv) lead dislodgement. The lead was programmed off, and then explanted and replaced. No further patient complications have been reported as a result of this event.